Manufacturer narrative:
(B)(4). Insulin pump was received with pump error alarm, also insulin pump heating up during testing, the problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to pump error.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. No harm requiring medical intervention was reported. The device will be returned for analysis.